Event description:
Loss of integration reported. No other information reported.

Manufacturer narrative:
N/a.

Manufacturer narrative:
N/a

Event description:
Loss of integration reported. No other information reported.